Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, red particles on the gel and crease fold. A microscopic analysis was performed which identified, broken crease smooth on the posterior, one opening crease sharp on the posterior, one opening crease smooth on the posterior and wear abrasion. Based on the device analysis the final assessment is: broken crease smooth on the posterior due to fold flaw opening; a crease sharp opening on the posterior due to fold flaw opening; a crease smooth opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported bilateral rupture. Device was explanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral rupture. Device was explanted. This record is for the left side.